Event description:
It was reported that they have been having issues with scissored clips. There is no further information at this time.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.